Event description:
Reporter alleged customer's blood glucose measured 121 mg/dl on the active s system while sweaty and incoherent. Reporter stated emts measured customer's blood glucose as 59 mg/dl on a professional meter and treated customer with glucose (route of administration unk). Reporter stated customer was transported to hospital and was kept through the next day. A request was made for the return of the suspect device and replacement product was sent.